Event description:
A consumer reported that the patient could not recharge properly. The patient was able to charge the implantable neurostimulator (ins) but the ins would die right away. These issues started in (B)(6) 2016. It was also noted that the ins would not charge any longer but they did not have the recharger with them for troubleshooting at the time of the report. There were no patient symptoms reported. The patient was implanted for chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.